Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery, however, actual surgery date and date of the intervention is unknown. The customer is reporting 1-2+ diffuse lamellar keratitis (dlk) that required a lift and rinse.

Manufacturer narrative:
Evaluation: on february 23, 2010, a field service engineer performed preventative maintenance on the laser system and found it to be within amo specifications. On february 25, 2010, a clinical developement manager was dispatched to provide support. She observed that the only new item introduced in the laser suite since the dlk issue was the use of neolon 2-g latex-free gloves. She also noticed, that sidecut energy was on the high end compared to the raster energy and was lowered by 0.5. Lastly, she recommended that the patient interfaces and surgical instruments be opened right before the case rather than being left open in the sterile field for extended periods of time.